Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments. Applied medical¿s instructions for use (IFU) states that ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: gyn laparoscopy. Event description: reported from the hospital: "we recently had an issue with one of your 5 mm trocars' inner valve coming loose and ending up inside the patient. Luckily, we noticed it and retrieved it." Additional information received from hospital representative (sent to account manager) via email on 19may2025: unfortunately, I can't recall all of the information you're requesting. It was a gyn laparoscopy case with dr. [Name] the patient was fine. We retrieved the plastic valve. It was the cff03 trocar. I don't have the lot number. The package was thrown out by the time I was made aware of this. Intervention: retrieved the plastic valve. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: gyn laparoscopy. Event description: reported from the hospital: "we recently had an issue with one of your 5 mm trocars' inner valve coming loose and ending up inside the patient. Luckily, we noticed it and retrieved it." Additional information received from hospital representative (sent to account manager) via email on 19may2025: unfortunately, I can't recall all of the information you're requesting. It was a gyn laparoscopy case with dr. [Name] the patient was fine. We retrieved the plastic valve. It was the cff03 trocar. I don't have the lot number. The package was thrown out by the time I was made aware of this. Intervention: retrieved the plastic valve. Patient status: no patient injury or illness was reported.